Event description:
It was reported that pump issued alarm 01 while customer was using cartridge, and caller could not confirm any visible cracks on cartridge. There was no adverse impact to the customer's blood glucose level. Caller was instructed to return original cartridge, load new cartridge, and was able to successfully resume insulin with replacement cartridge.